Event description:
The package of the extension failed. The doctor found some defect on the inner packaging and it could not be determined if the extension was ensured to be sterilized. A different extension was used. There was no patient injury.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.